Event description:
Rep reported that the microsensor was implanted and a short time. After the implant, the doctor noticed an electronic discharge. It was explained that when the nurse took the patient for a CT scan, it lost the reading. As a result, the microsensor was replaced. The clinical consequence reported was that the patient three plus hours of surgery and additional three hours of anesthesia.

Manufacturer narrative:
Codman has received the device for evaluation. Upon completion of the investigation, a follow up report will be filed.